Event description:
The sjm representative reported the pt no longer had stimulation and was unable to communicate with the ipg using the external devices. A replacement charger was unable to resolve the issue. Follow-up identified the pt will be scheduled for surgery to address the issue.

Manufacturer narrative:
This ipg serial number was include din a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.